Manufacturer narrative:
It was reported that there were holes in the silicon cover. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Inspection of hole on the stent cover is performed by taewoong medical during stent coating process and half-finished product inspection process. It is confirmed from the inspection result certificate that it passed successfully. However, based on the description "there are 2 holes in the silicon cover. They have had a problem with the delivery because the stent doesn't open properly and was difficult to take out the delivery after the stent deployment.", it is assumed the sheath was pressured due to the strong pressure at the patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure, and strong resistance occurred, but the stent was able to be deployed using force. Then, there is a possibility the inner sheath was not positioned back to its original position into the outer sheath and removal was tried. It is possible the tip got caught in the stent, and cover hole occurred during the pushing and pulling for removal of the delivery system. However, it is hard to identify the exact root cause since the device was not returned and it is hard to reconstruct the situation at the time of procedure. Taewoong's user manual of this device states the following. "After stent deployment, removal of the introducer system and guide wire from the patient should be handled with care. During removal, if strong resistance is felt, wait 3~5 minutes for the stent to expand then try again. (Position the inner sheath to its original position into the outer sheath before removal)" and "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent cover breakdown". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
There are 2 holes in the silicon cover. They have had a problem with the delivery because the stent doesn't open properly and was difficult to take out the delivery after the stent deployment.